Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self test, restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime, off no power test and excessive no delivery test due to blank display. Unable to confirm watchdog alarm/anomaly due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was worn in the shower and got wet. The customer's blood glucose reading was 144 mg/dl at the time of incident. Troubleshooting found that the pump emits a constant audible tone. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.